Event description:
It was reported that a malfunction alarm with code malf 16 occurred on a warrantied pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use mdi as a backup therapy. The customer was advised on how to put the pump into storage mode and return it within 10 days using a pre-paid label, which they understood and acknowledged.